Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and fell. Additionally, the patient reported that the device delivered shock therapy. The shock therapy was deemed to be appropriate during an in-clinic follow up. The cause of syncope was not known. Available information indicates that this device remains implanted and in service. No additional adverse patient effects were reported.